Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The lower brush became detached while brushing and went into throat [foreign body]. The lower brush became detached while brushing [device breakage]. Case description: a female consumer of unspecified age reported that last week, the lower brush of the oral-b dual action brushhead became detached while she was brushing with an oral-b dual clean electric toothbrush and went into her throat. She asserted that she had the immediate reflex to tip her head down to discharge the brush head. She had been using the toothbrush for about 3/4 of a year and had never had a problem with it before. She stated that the toothbrush had been changed about 3 weeks ago. The case outcome was recovered. No further information was provided.